Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that right atrial lead exhibited noise oversensing and varying impedance. The patient was asymptomatic. Programming changes were made. The patient would continue to be monitored.